Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lobectomy procedure, after the device was fired on the pulmonary artery, bleeding occurred soon. To stop bleeding, additional suture was performed. During the operation bleeding amount was 1000 ml in total, this amount contained irrigation solution and so on. The blood transfusions were performed to the patient but no detailed information how much blood transfusion were needed. No expansion of the incisional wound and no conversion were performed to stop bleeding. The deployed staples were completely b-form shaped. The patient condition is stable, so there were no adverse consequences to the patient. The doctor commented that there was a feeling that something caught in the device when the event occurred. No device will be returning. Additional information: the event occurred at the first firing. After the device was fired and the jaws were opened, bleeding occurred. Before the firing, the target tissue was not clamped in preparation for bleeding. The amount of blood transfusions (serum albumin) was 1 unit. After this event occurred, the device was not fired on the patient.